Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, a user facility medwatch was received stating: rbu 4.0 guide seated into the right coronary artery. Asahi sion blue 180cm wire placed through the guide cath past affected area of vessel and confirmed with angiographic view. Pre-dilatated with trek 3.5x20 balloon. Alpine 3.5x28mm drug eluting stent introduced through the guide catheter, stent deployed. Nc trek 3.5x20mm balloon introduced through guide catheter over the wire. The balloon shaft then kinked and broke before entering the vessel. The shaft broke into two pieces and both pieces were removed without incidence.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). It should be noted that the nc trek instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. The device was returned for evaluation. The reported shaft kink and shaft separation were confirmed. The reported resistance with the guiding catheter could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported resistance with the guiding catheter; however, the reported shaft kink and shaft separation appear to be related to the circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous right coronary artery (rca). The 3.5x20mm nc trek balloon dilatation catheter (bdc) interacted with the guiding catheter during advancement and the bdc shaft kinked. The bdc shaft subsequently separated when the physician attempted to straighten the kink. The bdc was removed without issue and a new 3.5x20mm nc trek bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.